Event description:
It was reported that (1) 578sd was used during a lap chole procedure. It was reported by the rep that the valve disengaged from port. It is unknown how the case was completed. There was no consequence to pt.